Manufacturer narrative:
Summary of evaluation: examination results suggest that this event is not device related but rather is associated with malalignment or mal-positioning.

Event description:
Reporter states, "the pt had a pca modular knee implanted in october 1990. In april 1996 he supposedly had a sudden onset of pain. The tibial insert was revised on april 12, 1996. The surgeon allegedly found, during surgery, many polyethelene fragments in the joint and gross defects' in the tibial insert."